Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized and would not run; the set-screw did not lift off of the oscillating head when the turn knob was unscrewed. Therefore, the reported condition was confirmed. It was further determined that the set-screw was bent, there was extreme corrosion internally, and the bearings and o-rings were damaged. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the sagittal saw attachment device would not run. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.